Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿experience and results during transition from radiofrequency ablation to cryoablation for treatment of pediatric atrioventricular nodal reentrant tachycardia.¿ pace 2008; 31:454¿460.

Event description:
The literature publication reports the following patient complications while using a cryoablation catheter: there was one (1) patient who developed symptomatic first degree av block with unknown treatment/resolution. The status/location of the cryoablation catheter is unknown. No further patient complications have been reported as a result of this event.